Event description:
It was reported by a customer on (B)(6) 2011 the aiming beam fired straight out of the fiber at 29,747 joules. Per the customer, the laser surgery was cancelled and the procedure was continued with turp. No pt injury was reported.